Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to change the cartridge. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level was 213 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.